Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, heavily calcified, 100% stenosed mid right coronary artery. The first 2.0x15 mm mini trek balloon catheter was delivered toward the lesion, without resistance, and inflated; however, it ruptured on the first inflation at 8 atmospheres. The second 2.0x15 mm mini trek balloon catheter was delivered toward the lesion, without resistance, and inflated; however, it also ruptured at the first inflation at 10 atmospheres. No resistance was felt during retraction of either balloon catheter from the anatomy. The dilatation balloon was changed for a non-abbott balloon catheter and a non-abbott stent was placed successfully to complete the procedure. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue. Guide cath: launcher6f jr4. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The additional mini trek referenced is being filed under a separate medwatch report.